Manufacturer narrative:
The fse replaced the da to mc cable to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop occurrence. No patient harm reported.